Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft was perforated. A 3.50 x 10 mm wolverine was selected for use during percutaneous coronary intervention. An attempt to load the guidewire through the device failed as the guidewire exited at the incorrect place. The device seemed damaged upon unpacking. The procedure was completed with an alternate device and the procedure was completed. The patient fully recovered.